Event description:
Blue insulation has melted and flaked off in pt during a shoulder procedure. However, small loose pieces were not retrieved. The nurse stated the opes generator used was set at normal power setting for cut. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated but not yet completed. Device has been sent out to vendor for evaluation. A follow up report will be submitted upon completion.